Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that it was difficult to communicate with the patient's neurostimulator with a loss of stimulation seen and high impedances measured. The neurostimulator was explanted and replaced with a new device. The pt outcome was reported as okay.